Event description:
During a procedure an attempt was made to use on resolute integrity coronary drug eluting stent when the device had issues crossing the lesion. Access was through the mid right radial artery and it was reported that it was decided to fully position the stent thatwas being stuck on the radial artery. One euphora balloon catheter was also reported to have issues when it failed to cross the lesion. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.